Event description:
Customer reported that his insulin pump has a blank screen and does not work after trying three different batteries. Customer's blood glucose was 192 mg/dl. Troubleshooting did not find any physical damage to the customer's insulin pump. The customer also stated the contacts on the battery cap were damaged. The customer was advised to revert to a back-up plan while a replacement battery cap is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.